Manufacturer narrative:
The device was not available for return; therefore, solventum is unable to verify the root cause at this time. Based on the problem description and photos provided, a likely cause is the tubing disconnected from the spike. The lot number was not available; therefore, a device history record review could not be completed. Possible causes include pulling on tubing instead of holding on to the spike, excessive twisting of the spike, excessive force on the tubing when removing spike from infusion bag, or insufficient bond of tubing to spike. Spike to tubing bond failure can also be caused by over pressurization of set above 300 mmhg. Solventum will continue to monitor.

Event description:
The customer reported the 3m¿ ranger¿ blood/fluid warming high flow set spike separated from the tubing connection, resulting in blood exposure to 4-5 team members and equipment. The tubing was primed and leur lock connections were tightened prior to infusion. A manual pressure bag was used, and the pressure was under 300 mmhg. No injuries or medical interventions were indicated due to the alleged malfunction.